Event description:
Im3;st kit was placed. The blot and probes were inserted by a resident who has done at 50 licox procedures. From the initial insertion of the probe the oxygen readings were always approximately 6 mmhg. Placement of the probe was confirmed as not being in dead tissue. An oxygen challenge test was conducted but the oxygen reading did not change. The entire bolt system was removed and replaced with another kit in the same burr hole on the patient's head. The replacement kit functioned as desired. No patient injury was reported but there was a delay in acheiving the correct oxygen reading. Bolt system was discarded at removal, no device is expected to be returned for evaluation.